Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user changed the cartridge/infusion set and stated that their blood glucose (bg) level unexpectedly elevated to 255 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, prior to the report, the user unscrewed the luer lock connection and noticed a lot of insulin in the luer lock connection. The user suspected that there was air in the tubing that they did not see. During troubleshooting with tandem's technical support (cts), the user did not see insulin drips out of the tubing during fill tubing. Cts had the user disconnect/reconnect the luer lock connection and successfully saw insulin drops out of the tubing. The user declined to remove the site.